Event description:
The physician was given the product on the open field, was prepped accordingly, advanced over the wire through a guide cath and inflation was attempted. The balloon did not inflate. Product was removed and a new product was used successfully. When the product was returned, the stent was flared in the distal side.

Manufacturer narrative:
One non sterile blue/slalom 5x15/80 bil packaged was received coiled inside a plastic bag. Dry blood residues were noted in the balloon and hub area. The unit was received with stent mounted over the balloon. The stent was flared in the distal side. The balloon looks as if it was previously inflated. No kinks or flattened sections were noted. An attempt to inflate the balloon was made, the unit was inflated and deflated and no difficulties were experienced but pressure was not maintained, a leakage was observed at the balloon proximal side. A scanning electron microscope analysis was performed to the balloon of the received unit, results showed that the balloon exhibited evidence of external abrasions near the leak-hole; the balloon internal surface exhibited no evidence of damage. The exact cause of the balloon leak could not be conclusively determined. The marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported complaint of inflation difficulty-unable to inflate was not confirmed, however during inflation a balloon leakage was noted, the exact cause of the balloon leakage could not be determined. This new failure does not appear to be related to the manufacturing process. No corrective or preventive action will be taken for the reported customer complaint inflation difficulty-unable to inflate since it was not confirmed. For the balloon leakage failure noted during functional testing corrective or preventive action will not be taken; given that, the reported failure does not appear to be related to the manufacturing process. The balloon showed evidence of abrasions on the outer surface that would imply there were vessel characteristics that may have contributed to the event. In this case, it is possible that the strut uplift was related to procedural factors, vessel characteristics and/or user handling and is not related to a product quality issue.